Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown - artificial disc replacement: prodisc c/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The prodisc c was removed to extend fusion to adjacent level. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a prodisc c (pdc) removal due to extension of fusion to adjacent levels. It was unknown if there was a surgical delay. Patient outcome was unknown. This complaint involves one (1) device. This report is for one (1) unk - artificial disc replacement: prodisc c. This report is 1 of 1 for (B)(4).